Event description:
Consumer complaint of about low blood results. Blood test performed at the time of the call - 65 mg/dl. Caller states her normally ranges from 90-116 mg/dl. Based on parkes error grid analysis, the bias between the result (65) and the highest normal result (116) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).